Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee artery. A 3.5mmx15mm wolverine peripheral cutting balloon was selected for use. During the procedure, upon first inflation, the balloon ruptured at nominal within 30 seconds. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the complaint device was received for product analysis. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to attempt to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located at 6mm distal to the proximal marker band. The markerbands and tip section of the device were visually examined, and no issues were noted. A visual and tactile examination of the hypotube identified multiple kinks along the length of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee artery. A 3.5mmx15mm wolverine peripheral cutting balloon was selected for use. During the procedure, upon first inflation, the balloon ruptured at nominal within 30 seconds. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.